Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-test were performed. During visual inspection the safety clamp shim was found to be damaged. The cause of the condition was not determined. To correct the condition, the safety clamp shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flogard infusion pump was found to have a damaged safety clamp shim. There was no patient involvement. No additional information is available.